Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision spectra, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 16735812. Brand name: linear 3-6, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16872160, 17186303, 16536642, 16536643, and 16781005. Brand name: linear 3-6, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16640968 and 17634074. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the ipgs and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure of all devices due to inadequate stimulation. The patient sent an email in which he stated he had all of his devices explanted by an unknown physician at an unknown facility on an unknown date and that he sold the devices to an unknown third party. No other information was provided.